Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Technician visually inspected the uut (unit under test) found no damaged and no indication of misused. Installed the uut on a known good lap top ventilator test vent and powered on. Checked on the uut, noted an unusual loud clicking noise coming from the ppin solenoid. Checked assy, cable, pwr/brd-plt solen, ltv1200 for continuity, passed. Removed and replaced ppin solenoid with a known good solenoid and performed positive end expiratory pressure test again. The reported complaint was duplicated and confirmed due to a faulty solenoid (ppin) vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that low positive end expiratory pressure alarm occurred on the lap top ventilator 1150. The customer confirmed there was no patient involvement associated with the reported event.